Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): upon analysis, normal battery depletion was found.

Event description:
It was reported that the device lasted 33 months likely due to high left ventricular threshold. The device was explanted and replaced, and the left ventricular lead remains in use. No patient complications have been reported as a result of this event.